Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menstruation irregular ("dont have a cycle anymore due to have periods every 2 weeks") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menstruation irregular (seriousness criterion intervention required). The patient was treated with surgery (ablation). At the time of the report, the menstruation irregular outcome was unknown. The reporter provided no causality assessment for menstruation irregular with essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.